Event description:
New information noted that the right ventricular lead exhibited noise. Further information was requested however, was not provided.

Event description:
It was reported that the right ventricular lead exhibited noise. Further information was requested however, was not provided.